Event description:
It was reported that 2 days post implant of the right ventricular (rv) lead the sensing of r waves decreased and there was a change in thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.